Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the power inlet was damaged but the cause could not be specified. If is likely the event was caused by user mishandling. In addition, the following non-reportable malfunction was also found during the device evaluation; a worn o-ring. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During inspection and testing of the returned device, in addition to the information provided in the customer's initial allegation was confirmed. The power switch socket was broken. The power switch and the power switch cap were damaged. The top cover and the rear panel had poor appearance. Additional information has been requested regarding the customer's reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information becomes available.

Event description:
The customer reported to olympus that the power switch of the maintenance unit was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, the power cord inlet was found to be broken. This MDR is being submitted to capture the reportable malfunction found during evaluation of the device (broken power cord inlet).